Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed button error and the buttons would not work. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with no button response, problem isolated to the keypad assembly. No button error alarm noted. Insulin pump failed the leak test from the cracked case behind the insulin pump at the battery compartment and broken battery tube threads. Insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer, serial number label fading and minor scratched lcd window.